Event description:
It was reported that during a routine pulse generator change out procedure, the physician noted that the atrial lead insulation had a divot. No electrical anomalies were noted, the physician elected to repair the lead. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
(B)(4).